Manufacturer narrative:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that two tibial insert impactor tips were broken. A review of the lot history records for the affected components indicates the devices were manufactured to specification.

Event description:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that two tibial insert impactor tips were broken.